Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the shaft/hub area, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Event description:
It was reported that the procedure was to treat a moderately calcified occluded lesion in the left popliteal. The 5.0 x 250 mm armada 35 balloon dilatation catheter was advanced to the lesion without resistance, but when attempting to inflate there was a loss of pressure. A leak was noted in the shaft/hub area. A new armada was used successfully. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.